Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the local display for the centrifugal control unit had vertical lines. Although control of the centrifugal pump remained available using the central control monitor, an alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.